Event description:
My breast implants made me sick. Brain fog, cognitive dysfunction, numbness and tingling, headaches and migraines, bowel issues, joint pain, muscle pain, weight issues, inflammation, heart palpitations, chest pain, armpit pain, heat intolerance, "diagnosis of ms."